Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time hospitalization was 488 mg/dl. The customer reported feeling sick and began to vomit prior to being hospitalized. Customer was wearing their insulin pump at the time of hospitalization. The customer was treated with fluids and insulin at the hospital. Customer also reported physical damage to their insulin pump. The customer stated there were cracks around the battery cap and battery compartment. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the insulin pump motor home switch was found slightly corroded. The insulin pump was received with cracked case at display window corners. The insulin pump was received with broken battery tube threads, minor scratches on lcd window, missing end cap sticker and corroded battery tube.